Manufacturer narrative:
A follow-up report shall be submitted upon the completion of the eval.

Event description:
The report states that during an intervention to the pt's aneurysmal left renal artery the physician was advancing the balloon mounted stent through the sheath and met resistance. He removed the stent from the sheath. Once out of the sheath it was noted that the stent had dislodged from the balloon it was mounted on.